Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our distributor. The claimed issue was reproduced during troubleshooting. According to received information, the replacement of the expiratory valve coil solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. The device's logs were not provided for further analysis. Since replaced part was not returned for investigation, the root cause of the reported failed pressure transducer test during pre-use check has not been conclusively determined, but the expiratory valve coil was most likely contributing to the event.